Event description:
As reported by the equinoxe shoulder study, approximately three years post initial right tsa, the 61 y/o patient started experiencing pain, catching, crunching. X-rays showed glenoid loosening and disassociation of polyethylene. Patient had a revision on (B)(6) 2023 and the event was resolved. Per clinical study the reported event is definitely related to the device and the procedure.

Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral stem primary, press fit 13mm (cat#: 300-01-13). Equinoxe, humeral head tall, 47mm (beta) (cat#: 310-02-47). Equinoxe replicator plate 4.5mm o/s (cat#: 300-10-45). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g serial number, expiration and manufactured dates unknown. The reported ¿glenoid failure¿ may be the result of glenoid loosening and fracture of the center peg from the polyethylene body. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.